Manufacturer narrative:
The product was not returned for evaluation. No lot number was provided; therefore no DHR (device history record) was conducted. No root cause was identified. This product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The mask are so thin they rip very easily. The strings pull away from mask and the masks are tearing along the cheeks. We go through twice as many of these masks because of the poor quality and having to switch them out often. I had a nurse that her nose came through one of the yellow masks because she had been in an isolation room and had some sweat build up and it tore right through the mask. The following medical device report is being filed retroactive to prior decision that this malfunction would be unlikely to result in a serious injury or illness. A reassessment of this incident has since found that should this malfunction recur in an isolation setting or during direct patient care, the end user may contract covid virus and thus be susceptible to a serious illness. For this reason this incident is being reported as a malfunction at this time.